Event description:
This 48-yr-old female underwent a bam with silicone gel breast implants 19 years ago. The procedure was performed at another facility, therefore, this reporting facility has no knowledge of the MFR of the implants. The pt chose to have the implants removed due to breast pain, abnormal mammograms, and the concern about the ability to get adequate mammography with implants in place. Gross exam: both implants exude stringy, sticky, viscous, gelantinous material.